Event description:
The customer reported a coulter lh 500 hematology analyzer was not generating differential results. There were no erroneous patient results generated in connection with this event. The customer attempted to troubleshoot the issue before contacting beckman coulter (bec) customer technical support (cts).

Manufacturer narrative:
The customer reported to beckman coulter (bec) customer technical support (cts) ongoing r (repeat) flags and differential errors. Cts troubleshooted the instrument with the customer via telephone without resolution. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse reloaded the instrument computer software to resolve communication issues. The fse also found that the differential mixing motor was not functioning consistently and replaced the part. The instrument was verified to meet the specified requirements per established procedures. (B)(4).